Event description:
Hosp reported that a 1000 cc bag of 5.5% normal saline was hung on channel a. The rate was set at 75cc/hr. Nursing indicated that the whole bag infused in approx 2 hrs. Channel a was the only channel in operation at the time of the event. There were no pt consequences.

Manufacturer narrative:
MFR's report date 6/27/97. The pump was returned and was visually and functionally tested. The pump was found to meet all MFR's specifications. Several attempts were made to obtain additional patient info from the hospital. It was not available.